Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with no additional information. Further review of the m anufacturer¿s database indicated the patient is deceased, died approximately two weeks after device replacement. The death occurred greater than three years prior to return.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.